Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information but no further details have been received. (B)(4).

Event description:
A theatre nurse reported that the intraocular lens (iol) left the injector too rapidly and ruptured the posterior capsule during surgery. This resulted in a slightly suboptimal visual outcome for the patient. Attempts have been made to obtain additional information but no further details have been received. This is one of two medical device reports being filed for this event.